Event description:
The customer got up and took normal amount of insulin. The customer was later found down the street. An ambulance was called and the customer was given a glucose IV. On a separate occasion days later the customer took 60 units of insulin as normal. Their blood glucose was 412mg/dl before eating. About an hour later the customer blacked out. An ambulance was called and customer was taken to the hospital and given an IV and was admitted into the hospital.